Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that he examined their device but was unable to duplicate the reported issue. The customer then requested that physio-control evaluate the device. Physio-control evaluated the customer's device but was also unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device's display either went blank, or the unit powered off by itself, during a recent patient event. The customer could not be sure, specifically, which had occurred. After a delay (exact amount of time unknown) the issue corrected itself and medical personnel were able to continue using the device to provide patient care for the remainder of the event. The customer further advised that the patient was being monitored at the time of the event and that there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were available.

Manufacturer narrative:
Physio-control performed extensive testing of the device but was still unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.